Event description:
It was reported that the customer had an unspecified cartridge issue. Customer reloaded the cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.